Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician was doing fnb procedure successfully in 1at session. But on the middle of 2nd session, luer-lock couldn¿t be fixed at all. He withdrew the needle out of the scope and used another needle. The 3 needles case were the same situation. Complaint device was returned and evaluated on 14-jul-2022: (B)(4). Visual inspection. Proximal kink below the sheath extender observed. Luer lock examined and observed to be off center. Distal end of needle examined no issue observed. Functional tests. Sheath extender unable to advance passed the proximal kink below the sheath extender, sheath extender able to retract without difficulty. Needle able to advance and retract without difficulty. Distal end of the needle examined no issue observed. (B)(4). Visual inspection. Proximal kink below the sheath extender observed. Luer lock examined and observed to be off center. Distal end of needle examined no issue observed. Functional tests. Sheath extender unable to advance passed the proximal kink below the sheath extender, sheath extender able to retract without difficulty. Needle able to advance and retract without difficulty. Distal end of the needle examined no issue observed (B)(4). Visual inspection. Proximal break below the sheath extender observed. Luer lock examined and observed to be fractured and stuck on the sheath. Functional tests. Sheath extender unable to advance passed the proximal break below the sheath extender, sheath extender able to retract without difficulty. Needle unable to advance and retract. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. 2cm. 4. F not with the device in question, how was the procedure performed and/or finished? The physician used another needle. 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal? Nurse already checked. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus , gf-uct-180. 11. Was the scope recently serviced / repaired? No. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? 14. 15. Was the syringe used during the procedure, after the stylet was removed? No. 16. Was difficulty experienced while retracting the needle? No. 17. Was it possible to fully retract before removing the needle from the patient? Yes. 18. Was gaining access to the target site difficult? No. 19. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 20. Was puncture of the target site difficult? No . 21. Was the stylet partially removed when advancing into the target site? No. 22. How many samples were obtained with this needle? 1 sample were obtained in 1st session. 23. Did any section of the device detach inside the patient? No. 24. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 25. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes, the needle adjuster couldn¿t be fixed. 26. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Yes, it was. 27. If the device is a procore, is the kink located distally at the notch / core trap? No.

Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation: 3 units of lot c1907991 of echo-hd-3-20-c were returned opened not in there original packaging. Lab evaluation: the devices involved in the complaint were evaluated in the laboratory on 14 july 2022. The returned device lab findings and observations can be referred through the attached files. (B)(4). Visual inspection. Proximal kink below the sheath extender observed. Luer lock examined and observed to be off center. Distal end of needle examined no issue observed. Functional tests. Sheath extender unable to advance passed the proximal kink below the sheath extender, sheath extender able to retract without difficulty. Needle able to advance and retract without difficulty. Distal end of the needle examined no issue observed. (B)(4). Visual inspection. Proximal kink below the sheath extender observed. Luer lock examined and observed to be off center. Distal end of needle examined no issue observed. Functional tests. Sheath extender unable to advance passed the proximal kink below the sheath extender, sheath extender able to retract without difficulty. Needle able to advance and retract without difficulty. Distal end of the needle examined no issue observed (B)(4). Visual inspection. Proximal break below the sheath extender observed. Luer lock examined and observed to be fractured and stuck on the sheath. Functional tests. Sheath extender unable to advance passed the proximal break below the sheath extender, sheath extender able to retract without difficulty. Needle unable to advance and retract. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1907991 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1907991. The notes section of the instructions for use (ifu0077-5), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for (ifu0077-5). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause of the luer lock issues could be attributed to the device being over-torqued on removal from the scope after the initial successful pass or being over tightened prior to the second pass. This would have resulted in the difficulty experienced attaching the mlla on to the scope. As per additional information provided in relation to q25 and q26, ¿this issue related with attaching the device to the scope, not the needle adjuster.¿ (ref. Attached: re: (B)(4) - clarification requested) the proximal kinks/break that were observed are independent of the luer lock issues and most likely occurred during the returns process in handling or transit as per engineering input. (Ref. Attached: (B)(4)_engineering input received). Additional complaints have been opened to capture the proximal kinks (B)(4) and proximal break (B)(4) respectively. Summary: complaint is confirmed based on customer testimony and verification in the lab. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to cancellation of the report. Confirmation from engineering received 'I believe the proximal break/kinks are separate and most likely related to the management of the device during the returns process' this complaint no longer meets the reporting criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.